Event description:
A malfunction on the pump was reported after it got wet. Blood glucose levels did not exceed 500 mg/dl, indicating that there was no adverse impact on the customer¿s blood glucose level. The customer was advised to use multiple daily injections as backup therapy while waiting for a replacement pump, which was arranged by tandem technical support. The customer was provided with instructions for putting the faulty pump into storage mode and returning it, and acknowledged receipt of these instructions.